Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure during which the lead was repositioned due to lead migration. The lead migration was confirmed via computerized tomography (CT) or x-ray imaging. There were no reported patient symptoms due to the migration. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70 , serial: (B)(6), batch: 7083070.